Event description:
On january 15, 2007 the company received the explanted device. The company was notified that the patient was seen at her hairdresser and they cause some injury to her scalp above the cochlear implant. The patient was seen in the emergency department where the drainage was aspirated. She was placed on IV antibiotics (augmentin). The patient's surgeon decided to explant the device due to the ongoing infection.